Event description:
It was reported that the bari bed lock outs were locking up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After completing the initial medwatch is was determined that the product involved in this complaint is not manufactured by stryker. (B)(4), the manufacturer is responsible for all regulatory reporting and complaint handling and closure. This complaint was sent to (B)(4) for regulatory reporting determination and complaint handling.

Event description:
It was reported that the bari bed lock outs were locking up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.